Event description:
It was reported that the patient visited their doctor and their system settings were adjusted. The system was paused but then would not resume any delivery of insulin. Blood glucose levels were reported to be 272 mg/dl. The patient used manual injection insulin to treat their blood glucose level.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone16.2please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.